Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy 1 pump gave a high pressure alarm. The reporter was not sure if the product problem occurred during patient use. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Evaluation results: one cadd legacy 1 pump was returned for investigation in good condition. The unit had a scratched screen. The investigator was unable to replicate the reported product problem (high pressure alarm). The device was tested three times. The results from all three test passed, and were within internal specifications. No fault was found with the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The downstream sensor was replaced as a preventive measure.